Manufacturer narrative:
Waiting for product to be returned for investigation.

Event description:
It was reported to reshape sales representative by rn that a rapidportez that was recently replaced developed a leak after port revision surgery. After following up with the surgeon, he described the replacement port that was placed during the revision developed a leak a period of time later. The surgeon performed a second port replacement surgery and described the explanted rapidportez as having a leak in the port tubing proximal to the end connector.

Manufacturer narrative:
A single tear was observed in the port tubing at the point where the port and band tubing are joined. There are no tears in any other parts of the tubing, and no other leaks were observed in the port. While it is impossible to know how the leak was formed, we do know that variations in port tubing placement can be an issue. The instructions and illustration of optimal port placement are included in the lap-band systems instructions for use (IFU): failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. The investigation findings do not lead to a clear conclusion about the source of the tear and a root cause was not determined. Unable to determine root cause or conduct trending analysis. No further action to be taken. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the port was reviewed and the device was manufactured to specification. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.